Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient called on (B)(6) 2017 and indicated they were experiencing chest pain and shortness of breath. In the emergency department, labs showed an international normalized ratio (inr) of 1.3 (goal 2-3) and hemoglobin (hgb) of 6.5, which was a drop of 2g in one week.  Digital rectal exam was positive for blood, and fecal occult blood was also positive.  The patient has no significant history pertaining to bleeding or gastrointestinal (gi) issues. The patient was admitted for further work-up and was transfused a total of one unit packed red blood cells (prbc), which had an appropriate response (hgb 7.8 post).  An upper endoscopy (egd) on (B)(6) 2017 showed a gastric arteriovenous malformation, which was treated with argon plasma coagulation (apc).  The patient was then challenged with anticoagulation and weaned off of intravenous heparin.  The patient was discharged home (B)(6) 2017 on warfarin and aspirin. No further information has been provided.